Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event. The customer declined/was unable to troubleshoot for high blood glucose. The customer also reported that the customer had a blank display. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced high blood glucose. Insulin pump was exposed to moisture. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black; case type = ngp; customer returned device for an alleged possible under delivery, high blood glucose, blank display and exposure to moisture found on october 05, 2022. The device powered up properly after battery installation. The device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the device had a high sleep current measurement. The device was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of 05-oct-2022, no unexpected alarms/suspends noted and found bolus delivery of 6.8 units. October 05, 202209:06:57.000 normal bolus delivered normal bolus amount programmed = 0.7; bolus amount delivered = 0.7; october 05, 202209:33:45.000 normal bolus delivered normal bolus amount programmed = 1; bolus amount delivered = 1; october 05, 202211:10:33.000 normalbolusdelivered; normal bolus amount programmed = 1; bolus amount delivered = 1; october 05, 202213:56:45.000 normalbolusdelivered; normal bolus amount programmed = 2; bolus amount delivered = 2; october 05, 202216:28:22.000 normalbolusdelivered; normal bolus amount programmed = 2.1; bolus amount delivered = 2.1. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7. However, corrosion was found on the electric board 1, electric board 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original board was cleaned and installed in a test , case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The original was cleaned installed in a test , case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The device had a high sleep current measurement due to corrosion on the electric board 1 and electric board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high blood glucose. Customer alleged for possible under delivery was not confirmed. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electric board 1 and electric board 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.